Manufacturer narrative:
Date of event is estimated. Device model and serial number is unknown; date of implant is unknown. Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided. During processing of this incident, attempts were made to obtain complete device information.

Event description:
Related manufacturer reference number: 3006705815-2022-18236. It was reported the patient experienced ineffective therapy. As a result, the lead was replaced. During implant of a new lead, the lead could not be advanced into the ipg header. The physician attempt many times and decided to swap the ipg. The lead was inserted successfully into the new ipg. Therapy was restored postoperatively, reportedly.

Manufacturer narrative:
It was reported the patient experienced ineffective therapy. As a result, the lead was replaced. During implant of a new lead, the lead could not be advanced into the ipg header. The physician attempt many times and decided to swap the ipg. The lead was inserted successfully into the new ipg. Therapy was restored postoperatively. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.